Event description:
Failed attempt to break up bladder stones with electro hydraulic lithotripsy following multiple attempts due to intermittent firing problem. A storz lithotrite was then used to crush the stones without success. The lithotrite jaws broke apart requring surgical opening of the bladder to remove the stones.